Event description:
It was reported that a customer had a system error 2367 (an error that discontinues the present therapy and is due to a possible air in the line) on the homechoice (hc) machine. This occurred before patient use, without patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.